Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full-height drawer 1 had become jammed at the station due to both rails were damaged. The baring cage became dislodged, resulting in damage to the drawer controller board and retractor band cable. A field service engineer replaced both rails, the drawer controller board and the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system main drawer 1 displayed a "device not detected on the communication bus", preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.